Manufacturer narrative:
Additional information added to d10, h3, h6 and h10 h10: the actual device was received for evaluation. Visual inspection revealed the product was wet after priming. A black particulate matter was visible on a marked area on the header. After removing the header cap, the particulate matter was observed to be fixed in the pur (polyurethane) potting. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported before patient use with a polyflux 170h dialyzer, a black particle in the blood header was observed. There was no patient involvement. No additional information is available.